Manufacturer narrative:
A ge service rep performed an on site investigation. Several functional tests were performed. The system was then found to be operating as intended.

Event description:
The customer reported the system intermittently displayed an error code and thereby requiring a system reboot to restore operation. No report of pt injury.